Event description:
Livanova deutschland received a report that, during a procedure, the venous clamp behaved as no longer calibrated and was not occluding correctly: at 0.9%, the blood flow meter measured more than 2 liters of venous return. Alarm 156 was displayed according to perfusionist, the event has already previously occurred without causing alarm as in this case. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz venous clamp. Serial read out (real time device parameters and setting recording file) was collected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the software version of the impacted essenz hlm was 1.4.1. The alarm code 156 appeared means that the venous clamp needs re-calibration. The analysis of the cockpit log files could not be performed as the logs provided did not include the event logs from the date of the event. Considering the information currently available, it is likely to assume that the venous clamp restarted working correctly after rebooting the hlm and no specific service intervention has been required. Based on the collected information, the root cause of the event cannot be determined. It cannot be excluded that a temporary software deviation led to the reported condition and was corrected after rebooting di hlm.